Event description:
It was reported that post procedure the patient's intrinsic rate dropped. The lead exhibited high thresholds and it was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.